Event description:
Revision surgery at about 1 year and 7 months post primary for cemented tibial tray loosening. All components revised and gmk sphere was implanted successfully.

Manufacturer narrative:
Batch review performed on 13 april 2023: lot 2103556: (B)(4) items manufactured and released on 27-may-2021. Expiration date: 2026-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: less than 2 years after uka, the tibial component creates pain and requires substitution. According to report, there may have been a problem between bone and cement. A feeble radiolucent line is barely visible beneath the tibial plateau. The poor interdigitation of cement to bone is a plausible cause for mobilization but it can hardly be debited to a faulty device. Preliminary investigation performed by r&d department:: revision surgery of a moto medial implant after 1 year and 7 months from primary implantation due to suspected tibia loosening. From picture of the explanted components. No anomalies can be noted. Residual cement can be seen on the implants, so probably the cement didn't adhere properly to the bone. There is no evidence to suspect that the loosening was related to a faulty device.